Event description:
This event is reportable based on analysis completed on (B)(6) 2012. It was reported while using the evaluator catheter during an avnrt ablation procedure, signals could not be obtained from the distal electrodes. The physician inserted the catheter into the right ventricle using a 7f terumo introducer sheath and noted that signals could not be obtained. The catheter was exchanged and the procedure completed with no consequences to the pt. Eval of the returned device on (B)(6) 2012 revealed puncture marks and exposed internal copper wire on the shaft of the catheter. Add'l info was requested but is not available.

Manufacturer narrative:
One 6f evaluator catheter was received for eval. Visual inspection revealed several puncture marks (holes) along the shaft of the catheter. The holes were located .9130, 2.6, 3.9, 4.3 inches proximal from the distal end of the catheter. Electrical testing for opens and shorts revealed open circuits at electrode 1, 2 and 4. Electrode 3 displayed a stable resistance value of 1.9 ohms. Microscopic examination of the puncture hole located .9130 inches proximal from the distal end of the catheter revealed the conductor wire was exposed. The green insulation was missing, which left the copper wire exposed. Review of the device history record confirmed this lot met mfg requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical / procedural factors.